Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: two (2) controllers ((B)(6) ) were not returned for evaluation. Log file analysis pertaining to (B)(6) revealed two (2) controller power up events were logged on (B)(6) 2020 at 11:31:24 and (B)(6) 2020 at 21:16:31, respectively. Review of the event log file revealed that, prior to the first power up event, the controller (B)(6) last had power on (B)(6) 2019. Additionally, review of the data log file revealed that the controller (B)(6) was not in use prior to the controller power up events; the first data point was logged at 21:17:07 on (B)(6) 2020, indicating that the power up events occurred during troubleshooting of the controller (B)(6) and/or a controller exchange. Additionally, controller log files pertaining to (B)(6) revealed multiple additional controller power up events were logged on (B)(6) 2020, likely due to troubleshooting of the controller (B)(6) and/or a controller exchange. Log file analysis pertaining to (B)(6) revealed two (2) controller power up events were logged on (B)(6) 2020 at 12:44:36 and (B)(6) 2020 at 01:50:51, respectively. Review of the event log file revealed that, prior to the first power up event, the controller (B)(6) last had power on (B)(6) 2018. Additionally, review of the data log file revealed that the controller (B)(6) was not in use prior to the power up event; the first data point was logged at 01:53:43 on (B)(6) 2020, indicating that the motor start occurred during a controller exchange. Additionally, controller log files pertaining to (B)(6) revealed multiple additional controller power up events were logged on (B)(6) 2020, likely due to troubleshooting of the controller (B)(6) and/or a controller exchange. As a result, the reported event was confirmed. Based on the available information, the most likely root cause of the reported event can be attributed to troubleshooting of the controllers and/or a controller exchange. Additional products: d4: serial or lot#: (B)(6) h3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Concomitant medical products: ddmb1d4 ICD, 6947m55 lead, and 5076-45 lead implanted on (B)(6) 2018. Additional products: heartware ventricular assist system ¿ controller 2.0, model #: 1420 / catalog #: 1420 / expiration date: 30-nov-2018 / serial or lot#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun. Mfg date: 21-nov-2017. Labeled for single use: no. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two controllers exhibited unexpected losses of power. The controllers remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for a correction. Corrected fields: h1 type of report: updated to serious injury b5 event description was updated additional codes: imf code was updated to f08 b1 adv event/product problem updated outcome attributed to adverse event selected in b2 this regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hospitalized. The two controllers exhibited unexpected losses of power. The controllers remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted as the codes and investigation summary was revised. Product event summary: two (2) controllers ((B)(6)) were not returned for evaluation. Log file analysis pertaining to (B)(6) revealed two (2) controller power up events were logged on 05/mar/2020 at 11:31:24 and 18/mar/2020 at 21:16:31, respectively. Review of the event log file revealed that, prior to the first power up event, the controller (B)(6) last had power on 14/nov/2019. Additionally, review of the data log file revealed that the controller (B)(6) was not in use prior to the controller power up events; the first data point was logged at 21:17:07 on 18/mar/2020, indicating that the power up events occurred during troubleshooting of the controller (B)(6) and/or a controller exchange. Additionally, controller log files pertaining to (B)(6) revealed multiple additional controller power up events were logged on 21/mar/2020, likely due to troubleshooting of the controller (B)(6) and/or a controller exchange. Log file analysis pertaining to (B)(6) revealed two (2) controller power up events were logged on 19/mar/2020 at 12:44:36 and 21/mar/2020 at 01:50:51, respectively. Review of the event log file revealed that, prior to the first power up event, the c ontroller (B)(6) last had power on 25/apr/2018. Additionally, review of the data log file revealed that the controller (B)(6) was not in use prior to the power up event; the first data point was logged at 01:53:43 on 21/mar/2020, indicating that the motor start occurred during a controller exchange. Additionally, controller log files pertaining to (B)(6) revealed multiple additional controller power up events were logged on 21/mar/2020, likely due to troubleshooting of the controller (B)(6) and/or a controller exchange. As a result, the reported event was confirmed. In addition, review of the alarm log file associated with (B)(6) revealed a vad disconnect alarm at 02:34:24. This vad disconnect alarm was most likely a false alarm, given that the vad disconnect alarm cleared within a second. Even though the speed recorded at the onset of the vad disconnect alarm was close to the set speed, it was likely that the speed decreased from a speed higher than the set speed in a short period of time between the detection of the alarm and the logging of the pump parameters while the pump was being restarted. This indicates that a possible loss of commutation occurred. Commutation is the process of switching winding current to generate motion. If the pump rotational speed drifts higher than the speed set-point, the motor voltage will decrease to achieve the desired speed. However, if there is no change to the speed (speed reading remains frozen), the voltage will continue to decrease to zero. This likely caused the current to decrease to zero, triggering a vad disconnect alarm, even if the driveline was still physically connected to the controller. The observed vad disconnect alarm is an additional finding not related to the reported event. Possible causes of the observed vad disconnect alarm can be attributed to a loss of synchronization of commutation, leading to false vad disconnect alarms, and/or a physical disconnection of the driveline from the controller. CAPA pr00550440 is investigating controller losses of synchronization of commutation. Based on the available information, the most likely root cause of the reported event can be attributed to troubleshooting of the controllers and/or a controller exchange. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.